Event description:
A customer reported that the rfid (radio-frequency identification) of the cutter was not recognized by the system during surgery. The cutter was exchanged and the procedure was completed with no pt harm.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint for this reported issue. This is the first complaint reported against the finish goods lot for this issue and the device history record (DHR) shows the product was released per specification. The returned sample was visually and functionally tested and passed testing. A system representing current software versions was used to test the sample. Furthermore, a block reader was used to interrogate the rfid's (radio frequency identification) programmed information, which was found to be correct for the build lot of the rfid's. For this complaint it is not possible to isolate where the device may have failed at the time of the initial report. (B)(4).